Event description:
It was reported that the capture thresholds of this left ventricular (lv) lead have been running high for a long time. Technical services (ts) analyzed the presenting electrogram (egm) of this cardiac resynchronization therapy defibrillator (crt-d) system and found inconsistent capture with this lv lead. It was noted that the patient will come into clinic for additional testing. No adverse patient effects were reported. Currently, this lead remains in service.